Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to pain.

Event description:
Left knee pain. The patient was reported to be doing fine when departing the or. There is no allegation of device malfunction. No additional information has been provided.

Manufacturer narrative:
Pain and surgical intervention or device revision are known risks for patients with total joint replacement or joint surgery. There is no indication that there is a device related problem malfunction, there is no allegation against any device. The most likely cause of the reported event is related to the underlying conditions of the patient. This device is used for treatment not diagnosis.